Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported that the patient stated their pump was not working and they were not getting any therapy from the pump. It was noted the patient was to have a revision soon. The event date was asked, but unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.